Manufacturer narrative:
On 5/11/16- additional information was received. This lead was explanted due to noise, oversensing, pacing not delivered when required and a conductor fracture. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. Between 46.5 cm and 47.5 cm distal to the is-1 connector pin, the insulation was found rubbed through. In this region the insulation body demonstrated a deep ridged surface. These findings can be considered as the root cause for the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages such as the deformed inner coil most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had noise. The patient went to the hospital near syncope. Impedance's are normal. It is unclear what intervention has occurred.